Event description:
An olympus representative reported to olympus, on behalf of the customer, the video system did not turn on during a routine checkup and could not be used for surgery. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
According to the reporter, there was no delay to the intended therapeutic lap-chole procedure and was completed with another olympus device with same model number otv-sc2. There were no additional details regarding the patient or event reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following field:

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please see updates to d8, d9, h3, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found corrosion of the rear panel connectors. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the reported event (loss of power) was due to a power supply unit failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.